Event description:
It was reported that when the fiber was connected, it began to click and was not functioning correctly. There were no patient complications. Additional information received indicated that the fiber broke.